Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, surgeon stated that he attempted to fire the device but heard no crunch. Upon inspection, some staples had come up but were not formed. He squeezed again and heard/felt the crunch. Brought out the stapler, re-did the anastomoses using a competitor's device and then another like device. There were no patient consequences reported.